Event description:
It was reported that the atrial lead had dislodged via x-ray. Upon interrogation, the lead exhibited high impedance and high capture threshold. The patient underwent the surgery to cap the lead and a new lead was implanted successfully. The patient was stable throughout the whole procedure.